Event description:
7/14/1998: ppi - implanted pacesetter solas ii pulse generator model 200 6l. Lead model #1388t/52. 7/15/1998: pacer-lack of capture. 7/16/1998: pacemaker-lead revision. Pacesetter trilogy sr+ ssir model 2264l implanted as pulse generator replacement. 7/28/1998: re-admitted. 8/5/1998: replaced lead.